Event description:
Report received of an independent rate change. The pump was programmed to deliver dopamine as a primary solution at varying rates of 10ml to 20ml/hr. There was not a secondary solution infusing. Reportedly, while the nurse was with the patient, the pump gave a "beep" and then "changed the rate to 999ml/hr". The pump was reprogrammed with the intended delivery rate, and the event was reported to have recurred. The pump was removed from clinical service. The patient did not experience any adverse effects. Though requested, there was no further information available.